Manufacturer narrative:
(B)(4). B braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). In a follow up with the facility, the reporter stated that no sample was available for evaluation. Additionally, he stated that the lot number of the product is unknown. The clinician was stuck when they went to go clean up the packaging of the needle from the patient's bed after starting an IV. The tip of the needle came out from the side of the safety clip. The clinician is currently being tested each month for the next six months for possible (B)(6). Without the actual sample, catalog item or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cde guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun (B)(4). If additional pertinent information becomes available, a follow up report will be filed.

Event description:
(B)(4).